Event description:
It was reported that device diagnostics resulted in high impedance (>=10,000 ohms). There was no reported patient manipulation or trauma that may have caused or contribute to the high impedance. The patient was referred for surgery. The patient underwent generator replacement due to high impedance. The lead was not replaced. It was reported that the high impedance resolved after generator replacement (3413 ohms), but that there did not appear to be a lead pin insertion issue. It was reported that the high impedance was attributed to the generator being at end of service. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
While it was reported by a nurse there was not a lead pin insertion issue into the generator, the product analysis showed there were no issues with the generator. Additionally, once the new generator was placed on the existing lead, normal impedance values were observed. Additional information was received which showed the impedance value with the originally placed lead remained within normal limits up to 2 years after implant with the second vns generator. This information, along with the product analysis results on the previous vns generator, indicates the high impedance was most likely caused by inadequate lead pin insertion during the initial vns implant.

Event description:
It was reported that during the generator replacement the surgeon used a test resistor on the generator which resulted in high impedance >10,000 ohms. Suspecting a generator issue the surgeon only replaced the generator. Analysis of the generator was completed on 04/06/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications . There were no performance or any other type of adverse conditions found with the pulse generator. An intermittent lead fracture is believed to be the cause of the high impedance.

Manufacturer narrative:
New information received corrects the suspect device. Device failure is suspected, but did not cause or contribute to a death or serious injury.